Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): battery - high impedance. The eri is the result of high internal battery resistance.

Event description:
It was reported that the battery voltage went to elective replacement indicator (eri) after the follow-up to upgrade the software. The device was removed and another was implanted. No patient complications have been reported as a result of this event.